Event description:
In (B)(6) 2014, I was prescribed a philips (respironics) remstar se CPAP machine for my sleep apnea. As I started using it, I noticed black particles ending up on my face and in the mask on a regular basis; having never used a CPAP machine before, I assumed it was just a standard feature of such machines. Within a year, I had developed dizziness (including an instance of unexplained syncope), fatigue and abnormal liver function. Within two years, I had to get an emergency liver transplantation, resulting in life-lasting complications. I recently read that the FDA has reported that the black particles are indicative of a defective plastic used in the philips CPAP machines, which can cause liver and pulmonary issues (as reported by propublica at https://www.propublica.org/article/philips-respironics-CPAP-recall-faqs#what-does-the-government-say-about-the-health-risks). I am very suspicious that this machine is responsible for permanently impairing me like it has for so many other.